Event description:
A malfunction occurred while the customer was administering a bolus. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the caller with pump reset information, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support again if the issue reappears.